Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-02434. The patient received two model 3146 scs leads from the same lot number. It was reported the patient is not receiving effective stimulation therapy from her scs system. The patient stated her stimulation does not cover all of her pain areas, and is only partially effective. The patient is pending a consultation with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.